Event description:
The customer alleges that when the epidural kit is opened, the glass lor syringe luer tip is broken off from the syringe itself. No patient involvement. No user injury reported.

Manufacturer narrative:
(B)(4). A visual functional and dimensional inspection could not be performed as no sample was returned by the customer for investigation. A device history record review was performed on the kit and the lor syringe with no relevant findings. The graphic for the kit was reviewed as a part of this complaint investigation. The packaging configuration shows that the glass lor syringe is packaged with a rubber stopper on the plunger that prevents the plunger from hitting the barrel during shipping and handling. The lor syringe is also located in a tray cavity separate from the other components. A corrective action is not required at this time as the potential root cause could not be determined based on the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned by the customer for investigation. A review of the tray configuration for this kit showed that the lor syringe is packaged with a rubber stopper around the plunger to prevent the plunger from hitting the barrel during shipping and handling. The actual lot number was not provided by the customer so the bill of material for this lot number could not be reviewed to ensure that the stopper was packaged. A device history record review was performed based on a lot number from sales history. A device history record review was performed on the kit and the lor syringe with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of a broken lor syringe could not be determined based upon the information provided and without a sample.